Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had shifted from above the patient¿s waist to just below her waist. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins implant had moved from the waistline to below the waistline due to tissue breakdown. This occurred since 2015. Additional information regarding the circumstances that led to the tissue breakdown, steps taken to resolve the movement of the device, and the resolution was requested. A supplemental report will be sent should additional information be received.

Event description:
Additional information from the consumer reported they assumed the circumstances that led to the tissue breakdown was their age. The patient indicated surgery to re-implant the device was not an option at this time due to their age and not feeling up to a surgical procedure. The movement of the stimulator was not resolved.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).